Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiopulmonary arrest and subsequently expired. It was further alleged to have been caused by the patient's exposure to the product during dialysis.

Manufacturer narrative:
This is one of two device reports associated with this event.